Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument tip blade was malformed and disfigured. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting tip broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of melted tip of blade to be related to the customer reported complaint. Visual inspection found the instrument blade melted at tip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy and began arcing almost immediately. The root cause attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following conclusion: failure analysis found the evidence of thermal damage. The mcs instrument blade melted at the tip. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.